Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/14/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. Wife is calling on behalf of the customer. The customer is concerned with results obtained of 45, 59 and 31mg/dl. The expected fasting blood glucose test result range is 89 to 94mg/dl. The customer did report symptoms of feeling dizzy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 2/17/19 and open vial date is five weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(4). Customer's wife is concerned with the low results that her husband is getting from the meter. Wife stated that husband was just released from the hospital on (B)(6) 2018 after spending 5 weeks in the hospital for kidney related issues. Customer is now on dialysis. Customer's wife stated that husband was feeling a little dizzy this morning so she gave her husband some candy to try to elevate his blood sugar and the customer is feeling better at this time and is not having any diabetic symptoms. Customer's wife does not recall last a1c results. Ambulance was called yesterday due to customer feeling dizzy. Customer not taken to the hospital. Customer was feeling dizzy and his wife called the ambulance on (B)(6) 2018. When ambulance was called and customer's blood glucose was tested, wife stated that her husband's blood glucose was in the 40's. Emt advised customer's wife to give customer a peanut butter sandwich customer was not taken to the hospital. Customer is not having any diabetic symptoms at this time and does not need any medical attention.